Event description:
It was reported that the patient presented for initial implant. During procedure, the lead had high impedance, was not capturing, and was not sensing. The coating of the lead was visually damaged. The lead was not used and replaced. The patient was stable post procedure.